Event description:
It was reported that there were no threads inside a minicap. This was noted during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)94). The patient was reported to live near (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number gm1309010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Companion samples were received and evaluated. A visual inspection was conducted, but there were no issues noted because there was no damaged threading and no threading missing inside the caps. The device evaluation did not verify the reported lack of threading on the inside of the cap and the device met product specifications related to the reported event. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.